Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that patient experienced a reaction to fentanyl. Prior to (B)(6) 2011, the patient experienced the following symptoms: neck pain, pain between the shoulders, pain in the lower and mid back, hallucinations, twitching, and the patient ¿felt weird immediately¿ after starting to use a ptm. It was also reported that the patient felt like she was ¿on fire¿. On (B)(6) 2011, the patient experienced increased drowsiness and loss of balance. Six days later the pump medication was changed from fentanyl to hydromorphone and dosage was increased; 11 months later it was reported that the patient no longer had concerns with their device or therapy.